Event description:
During a percutaneous transluminal angioplasty while inserting the stent delivery system into a sheath, the stent dislodged from the delivery catheter balloon. The stent was maintained in the sheath and was retrieved via withdrawal of the sheath. The target site was the left superficial femoral artery. The vessel was moderately calcified and moderately artery. The vessel was moderately calcified and modertely tortuous with 90% stenosis found. There were no adverse effects to the pt.